Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture procedure: balloon kyphoplasty (bkp) it was reported that intra-op, balloon ruptured during inflation. When the doctor inflated a right side balloon (injected about 2cc contrast medium), the balloon broke. Contrast agent was hardly left in the vertebral body because the balloon was shortened immediately. Patient complications were reported as unknown. It is unknown if any fragment of balloon remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.